Manufacturer narrative:
Initial.

Event description:
It was reported that after pairing a dexcom g7 sensor with an ilet system, the user observed a high reading on the dexcom app while the app was not displaying current values; the user had recently eaten and confirmed a fingerstick blood glucose of 187 mg/dl, with no alerts or alarms and no symptoms reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or a device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.